Manufacturer narrative:
Customer reports: transmitter not communicating anomaly. Unit received and placed transmitter under microscope and found physical damage to cow catcher/connector pins. In conclusion, unable to perform functional test or verify ble/rf/downgrade/accuracy test due to physical damage. The customer complaint of communication anomaly could not be confirmed.

Event description:
Information received by medtronic indicated that the customer had loss of communication between pump and transmitter. Blood glucose value at the time of event was unknown. The customer also received sensor signal not found alert. Troubleshooting was performed and advised customer that the transmitter may not be working. No harm requiring medical intervention was reported. The transmitter will be returned for analysis.